Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that they had been having problems with their handset since they got it. Patient stated they were supposed to be able to get a bolus in 3 minutes (agent understood as bolus duration) every 3 hours, but it was taking up to 9-10 minutes to get a bolus and the wait times were getting longer and longer. When agent inquired event date, patient stated it had been this way for awhile and their old handset would skip a dose and this happened one time with their current handset but their problem was holding the communicator over the pump in their back over their waistline for 10 minutes. Patient mentioned bolusing before call and had an expected 2 hour and 42 minute lockout and 4 boluses left today. Agent assisted the patient in clearing data. Patient would monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.